Event description:
Olympus was informed that the video telescope displayed pink stripes after about fifteen minutes of use during an unspecified procedure at an unknown date. The intended procedure was completed successfully and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation did not confirm the reported image error (pink stripes) but found the video telescope to display a green image. This failure was traced back to a defective r-unit. Therefore, this event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.